Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a follow-up the ventricular lead exhibited noise. The physician performed provocative testing and noise was not present. The lead remained implanted. The patient's condition was good and would be monitored.

Event description:
New information, on (B)(4) 2016 the patient presented for a routine follow-up and ventricular interference episodes were noted. The physician performed evocative maneuvers but the noise was not reproducible. The patient condition was fine and no adverse consequences happened. The lead remained implanted.